Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) proximal conductor fractured; full lead returned and analyzed.

Event description:
It was reported the patient presented to the hospital after hearing his device alert. Interrogation of the device revealed the lead was exhibiting high impedances, noise and a suspected fracture. The lead was explanted and replaced. No patient complications were reported as a result of this event.